Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis was unable to be determined. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization or prolonged hospitalization and surgical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3-4 degenerative mitral regurgitation (dmr) for a mitraclip procedure on (B)(6) 2025. The patient had a calcified annulus. During the procedure, a mitraclip was successfully implanted, and the procedure was discontinued. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported from the implant procedure. It was reported that on subsequent follow-up appointments, the patient had complaints due to mitral stenotic valve. On (B)(6) 2026, it was reported that the patient had surgical intervention where a 29mm epic valve was implanted and the mitraclip device was removed. No additional information was provided.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information